Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid, morphine, and another drug reported as "provincial or something like that". The doses and concentrations were unknown. It was reported that the patient's pump had been dry since 2014 because it ran out and they could not find anyone to fill it. The patient did not have a healthcare provider (hcp). The patient needed to find a hcp now that could take [the device] out or get him oral medications. The only thing available from the patient's "regular doctor" was narco, and the patient "did not even touch it". Since the pump went dry, the patient has been in pain. Since 2014 "it had been hell" and the patient had been in the bed most of the time. It was also reported that the patient fell "a whole lot" in 2014 but had no falls recently (from (B)(6) 2017). It was noted that no out of box failure occurred. There were no further complications reported.